Event description:
Case description: investigation result: novopen 4 - batch mvg8m06 the product was not returned for examination. Since last submission, the following information has been updated: "malfunction" field updated. Qc result and qc comment field updated. Expected date of fu removed. Additional information, device evaluation box ticked. Annex b,c,d,g codes updated. Final manufacturer comment: 03-feb-2026: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of type 1 diabetes mellitus is a significant confounding factor for the development of reported events. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3 continued: evaluation summary novopen 4 - batch mvg8m06 the product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia (bgl 500 mg/dl) [hyperglycaemia], ketone (diabetic) [diabetic ketosis], piston rod movement issue [device malfunction], using the syringe with novorapid penfills [wrong technique in product usage process]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height: 164 cm. Patient's weight: 57 kg. Patient's bmi: 21.19274240. This serious solicited report from egypt was reported by a consumer as "hyperglycemia (bgl 500 mg/dl) (hyperglycemia)" beginning on 2025, "ketone (diabetic)(diabetic ketosis)" beginning on 2025, "piston rod movement issue (device component malfunction)" with an unspecified onset date, "using the syringe with novorapid penfills (inappropriate drug extraction with syringe)" beginning on 2025 and concerned a 14 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", novorapid penfill (insulin aspart 100 u/ml) (regimen 1: 31 iu, qd (9 u after breakfast, 12 u after lunch and 10 u after dinner), regimen 2: unk (used after 5th day at hospital), from unknown start date for "type 1 diabetes mellitus". Current condition: type 1 diabetes mellitus (started 3 years ago). Concomitant medications included - lantus (insulin glargine). Treatment medications included - insulin [insulin nos]. On an unknown date in 2025, the patient suffered from ketone and hyperglycemia with bgl (blood glucose) reaching 500 mg/dl and the patient was hospitalised from 2 months ago and was in the hospital for 12 days then was discharged after 12 days of hospitalization. The patient was using an insulin for the first 5 days in the hospital (patient did not know its name) and in the 5th day of hospitalization, the patient started using novorapid penfills with unknown taken doses.the patient suffered from those adverse events due to the technical issue of his np4. He used syringe with novorapid penfills from 3 months ago due to the technical issue with pen. I.e., due to piston rod movement issue and therefore was told that it was an incorrect action to be done and patient was advised not to do that again. On an unknown date the patient's hba1c (glycosylated haemoglobin) was 13%, recently fbgl (fasting blood glucose) was more than 300 and more than 400 mg/dl, ppbgl (post prandial blood glucose) more than 200 mg/dl and rbgl (blood glucose) at the beginning was not exceeding 120 (units not reported) and recently the measurement is more than 200 mg/dl. On an unspecified date, patient switched to another type of insulin(unspecified). Batch numbers: novopen 4: mvg8m06, novorapid penfill: requested, action taken to novorapid penfill was not reported. The outcome for the event "hyperglycemia (bgl 500 mg/dl) (hyperglycemia)" was not recovered. The outcome for the event "ketone (diabetic) (diabetic ketosis)" was not recovered. The outcome for the event "piston rod movement issue (device component malfunction)" was not reported. The outcome for the event "using the syringe with novorapid penfills (inappropriate drug extraction with syringe)" was not reported. Reporter's causality (novopen 4) - hyperglycemia (bgl 500 mg/dl) (hyperglycemia): unknown, ketone (diabetic) (diabetic ketosis): unknown, piston rod movement issue (device component malfunction): unknown, using the syringe with novorapid penfills (inappropriate drug extraction with syringe): unknown. Company's causality (novopen 4) - hyperglycemia (bgl 500 mg/dl) (hyperglycemia): possible. Ketone (diabetic) (diabetic ketosis): possible. Piston rod movement issue (device component malfunction): possible. Using the syringe with novorapid penfills (inappropriate drug extraction with syringe): possible. Reporter's causality (novorapid penfill) - hyperglycemia (bgl 500 mg/dl) (hyperglycemia): unlikely. Ketone (diabetic) (diabetic ketosis): unlikely. Piston rod movement issue (device component malfunction): unknown. Using the syringe with novorapid penfills (inappropriate drug extraction with syringe): unknown. Company's causality (novorapid penfill) - hyperglycemia (bgl 500 mg/dl) (hyperglycemia): possible. Ketone (diabetic) (diabetic ketosis): possible. Piston rod movement issue (device component malfunction): possible. Using the syringe with novorapid penfills (inappropriate drug extraction with syringe): possible. The event onset date was not reported in the case. However, the incident dates are captured to ensure the mir form is generated. References included: reference type: e2b company number, reference ID#: (B)(4).